Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at the ipg site due to the ipg moving around in the pocket. Surgical intervention took place at an unknown date in (B)(6) 2020 to bury the ipg deeper. Additional information found the pain has resolved.